Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin infection which occurred two days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed inflammation/swelling, drainage, a pustule, and an infection at the needle puncture site. The next day, the symptoms still did not subside, and she had pain in the area and decided to remove the sensor. The patient mentioned she was traveling at the time of the event and only applied a band aid to the area and monitored the site. On (B)(6) 2025, the patient returned home from traveling, and the symptoms did not subside which prompted her to go to the emergency department (ed). In the ed, she was prescribed a course of unspecified oral antibiotic medication. On 06/04/2025, tech support contacted the patient to verify if additional medical intervention occurred. The patient mentioned she just had a consultation with a specialist earlier that day. The physician performed an incision and drainage at the sensor insertion site to help relieve the pus and pain. The patient was prescribed pain medication (oxycodone, unspecified dosage) and was advised to return the next day for a bandage change and to return to the ed if the symptoms worsen. At the time of the follow up report, the patient still had pain in the area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).